Event description:
It was reported that during a lca ligamentoplastic when drilling the tibial canal the asceptic battery housing opened and the non-septic battery fell from its housing. It is unk at this time if there were adverse consequences.

Manufacturer narrative:
The device has not been returned to the manufacturer for an investigation. This report will be updated if the device is returned and the investigation requires.